Event description:
Additional information received reported that the issue was with the device being an itrel and having problems with magnetic interference. The first time the manufacturer representative met with the patient she reset the counter because it read "???" And not the actual number of times the device had turned on and off. One month later she met with the patient again, the counter was working properly, and it showed that the stimulator was not shutting down. It was reported that the system was working as intended and the patient was receiving effect therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on stimulation was turning off occasionally during the past six to seven months. This issue occurred following an unremarkable fall in which the patient fell forward but did not hit her implantable neurostimulator (ins). Recently, the patient noticed stimulation turning off when she was doing sit-ups/crunches in the gym and when the patient was driving and had turn back to look at traffic. Palpating and movement did not cause stimulation changes. The patient had tried to recreate the sensation with the neck but was unable to do so. It was unclear if patient was just losing stimulation sensation or if the ins was actually turning off as the patient programmer did not allow the patient to check stimulation status. It was suggested that if this event occurred again the patient should increase their stimulation and this could verify the patient's current stimulation status. A low battery was not suspected. It was recommended that the patient keep a diary of her events and her physical location and when the events occur. Impedance measurements were normal. An x-ray was going to be performed of the lead and system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7489, serial # (B)(4), implanted: (B)(6) 2003, explanted: unk; patient programmer model 7434a, serial # (B)(4), implanted: na, explanted: na; lead model 3892, lot # j0337453v, implanted: (B)(6) 2003, explanted: unk.